Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure, the patient complained of chest pain and an abnormal heartbeat sound was detected. An ultrasound and computerized tomography scan were performed. A pericardial effusion was found. The physician felt that this was caused by a perforation from the catheter. No actions were taken as the physician decided to monitor the patient as the effusion was a trace amount. No further patient complications have been reported as a result of this event.